Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was loose and disconnected. Blood glucose was 253 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin.